Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinal over a length of about 40 mm. Scratches were observed in close vicinity of the tear which have likely been caused by a hard, sharp edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the patients anatomy. It should be noted that the passeo-35 peripheral dilatation catheter is indicated to dilate stenosis in the renal, iliac, femoral, popliteal and infrapopliteal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae.

Event description:
A passeo-35 balloon catheter was selected for treatment of a moderately calcified lesion (30 percent stenosis degree) in the aorta. The device was inflated up to 10 atm. After 2 seconds of applying pressure the balloon ruptured.